Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on available information, the cause of the reported tissue injury appears to be due to procedural conditions (patient movement). The reported incomplete coaptation and difficult or delayed positioning (leaflet capture) are due to patient anatomy. The reported effect of tissue injury is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and possible leaflet injury. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a rotated heart, and a slight posterior leaflet calcification with thickened borders at certain points. The mr was in the central and central-lateral aspects of the valve, and eccentric with a posterior direction. The mitraclip procedure was performed under deep sedation. The primary jet was resolved with an ntw clip. The residual mr was in the central-lateral position, and an nt was selected. The nt was placed without issues, but a small eccentric jet remained and it was repositioned. During repositioning, the patient slightly moved. Sedation was deepened, and grasping was re-evaluated. Clip orientation was improved and another grasp was performed. The device was closed, but mr had increased. There was a loss of leaflet capture of the posterior leaflet. Grasping and leaflet insertion assessment was performed again with good visualization. The nt was deployed. While the access site was being closed after the steerable guide catheter (sgc) was removed, the mr increased to grade 2. The posterior leaflet was detached from the nt, resulting in a single leaflet device attachment (slda). The slda was caused by possible leaflet damage when the patient slightly moved, or the degenerative characteristics of the valve. It cannot be confirmed if the posterior leaflet remained intact. Despite the slda, the mr reduction was satisfactory at grade 2. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.